Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced because of loss of capture. The pacemaker was almost at eri, so the physician chose to replace that to prevent another surgery in the near future. No adverse patient side effects were reported. Should additional information become available, this event will be updated.